Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive when the customer tried to select the "resume insulin" and "load" options. The customer's blood glucose was not impacted. The customer confirmed that an alternate method of insulin delivery was available.